Manufacturer narrative:
The complaint investigation for a falsely elevated architect stat myoglobin result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing of a retained kit of the complaint lot number. Trending review determined no related trend for the issue for the product. Return testing was not completed, as returns were not available. Accuracy testing was performed using an in-house retained kit of lot 56175un22, stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of architect stat myoglobin reagent, lot number 56175un22, was identified.section g1 contact information was updated to reflect the current contact (B)(6).

Event description:
The customer observed falsely elevated architect stat myoglobin result for a male patient, who had no myocardial infarction symptoms. The following data was provided (customer¿s normal range is <154.9 ng/ml): initial result was >1200, 1:10 dilution result was 4192 ng/ml. The sample was tested with a micropoint test, and the result was 0.15 ng/ml, reference range is <0.3 ng/ml. The sample was also tested with a nanjing getein biotech poct instrument, and the result was >600 ng/ml. The sample was sent out for testing using a roche assay and the result was 1751.0 ng/ml, reference range is 28-72 ng/ml. The sample was also tested with a beckman assay and the result was 2187.9 ng/ml. It was noted that based on the elevated results, the patient received an electrocardiogram and infusion therapy. The patient had no symptoms and had since been discharged.

Event description:
The customer observed falsely elevated architect stat myoglobin result for a male patient, who had no myocardial infarction symptoms. The following data was provided (customer¿s normal range is <154.9 ng/ml): initial result was >1200, 1:10 dilution result was 4192 ng/ml. The sample was tested with a micropoint test, and the result was 0.15 ng/ml, reference range is <0.3 ng/ml. The sample was also tested with a nanjing getein biotech poct instrument, and the result was >600 ng/ml. The sample was sent out for testing using a roche assay and the result was 1751.0 ng/ml, reference range is 28-72 ng/ml. The sample was also tested with a beckman assay and the result was 2187.9 ng/ml.. It was noted that based on the elevated results, the patient received an electrocardiogram and infusion therapy. The patient had no symptoms and had since been discharged.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Section e1 - phone complete entry = (B)(6).